Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights - powerled 700. As it was stated, during daily check the unit was inspected and it was found that the fork was separating from headlight due to loose screws between these parts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The gap between the fork and the lighthead was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line. To prevent any safety issue the user manual mentions to check the lightheads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 7th august 2024, getinge became aware of an issue with one of our surgical lights - powerled 700. As it was stated, the light head detached from arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. Corrected b5 describe event and problem: on 7th august 2024, getinge became aware of an issue with one of our surgical lights - powerled 700. As it was stated, during daily check the unit was inspected and it was found that the fork was separting from headlight due to loose screws between these parts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.

Event description:
On 7th august 2024, getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, during daily check the unit was inspected and it was found that the fork was separating from headlight due to loose screws between these parts. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). The unique identifier (UDI) # information is not available since the device was manufactured before september 2016.

Event description:
On 7th august 2024, getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the light head detached from arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.